Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the axiem interface unit was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect interface unit was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the emitter for the navigation system was not functioning as designed. It was reported that the emitter could not be connected and that tracking was red on the navigation system. To complete the procedure, a separate medtronic navigation system was brought into the room to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.